Event description:
It has been reported that a pt (age and gender unk) underwent a procedure involving the use of a bsc jag precursor device. Reportedly, the "device was inserted into the tandem cannula and was placed. Then the maxforce was used to (complete) this procedure. It was found that a pebax coating was detached inside the right intrahepatic bile duct." Also, "the physician tried to remove it but it was not possible. The physician decided to leave this detachment. It was thought that the detachment would be eliminated naturally. This procedure was completed using this device." No serious injury or further complications were reported to have occurred as a result of this event.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun. The product has been received by the MFR, but an evaluation has not yet been conducted. The device history record was reviewed and it has been determined that the reported lot met all specs and had no anomalies relevant to the reported complaint upon its release. The reported lot has not been involved in previous complaints. Further, the february 2007 15 month trend chart for the jagwire product family was reviewed and indicated no adverse trends for the product family. Additionally, the complaint alert limit was not exceeded. Because the evaluation has not yet been completed, we are unable to report a root cause for neither the reported failure mode nor the relationship between it and the cause for the event. Results of device evaluation will be provided in a follow-up medwatch report.